Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.